Event description:
The surgeon reported that the primary thr was done three years ago. The patient had a collection at the anterior aspect of the hip. Histology and microbiology pending. He also reported an early corrosion at the femoral head/trunnion junction.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.